Event description:
It was reported that the vns patient began experiencing multiple adverse events which followed an increase in the device settings. The settings were changed from 1.75m a/30hz/500usec/30sec/1.8min to 2.25ma/30hz/500usec/60sec/3min in 7. The patient left the physicians office tolerating the settings. On the way home, the patient began experiencing pain at the generator site during stimulation when the left arm was in a lifted position. Later in the evening, the patient began experiencing muscle twitching under the axilla on the left side with stimulation of the device. The magnet was used to temporarily disable stimulation and the events resolved. The patient was seen by the treating physician the following day and the device was disabled and no diagnostics were performed to assess the functionality of the device. The physician stated that the patients left arm was numb following the events, and the numbness continued while the device was disabled. The physician referred the patient for an MRI of the brain to assess for sensory damage. Chest x-rays were taken and sent to manufacturer for review. The connector pin appeared to be fully inserted beyond the connector block and there were no obvious anomalies observed that could have been contributing to the reported events. After further follow up with the physician, it was revealed that the physician believed that "sensory damage" was confirmed after the MRI scan but the MRI assessment did not indicate any abnormalities. Additionally, the physician attributed all of the events, including the sensory damage, to vns therapy. The patient was scheduled for revision surgery. Prior to surgery, the patient reported to the surgeon that a second opinion was received by a different neurologist, and the patient stated that the physician indicated that "there was spinal damage" and attributed the damage to vns therapy. Attempts to obtain additional information from the second neurologist are underway. During surgery, a system diagnostic test was performed on the device in question and revealed normal function. The chest pocket was opened and the lead pin was verified to be securely connected inside the generator. A second diagnostic test was performed and again revealed normal device function. Per the patients' request prior to surgery, the existing device was removed and a new device was re-implanted. Attempts to obtain the explanted devices are underway, however, the patient has maintained that the "he owns the device". There were no obvious anomalies observed during surgery. The new device was implanted with no complications.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no anomalies were observed that could be contributing to the reported events.